Manufacturer narrative:
Concomitant medical product(s): 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead moving from its original implant position. Reprogramming was attempted, but the stimulation could not be resolved so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.